Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was observed during ipg replacement (manufacturer report number 1627487-2021-18523). As a result, further surgical intervention occurred wherein the lead was explanted and replaced. Therapy was restored post op.